Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for conclusion: device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage." Narrative for results and conclusion: the clamp has a shelf life of 5 years and a use life of one year. The clamp was manufactured over 16 years ago and it is well beyond the use and shelf life dates. The use of the clamp is contraindicated. Narrative for conclusion: the clamp was overextended causing breakage. The directions for use warns against overextending for this reason. Evaluation summary: the clamp is distorted from its original shape. When reassembled it was obviously permanently deformed, vastly unable to return to its original formed shape and jaw proximity. The clamp was manufactured in 02/01/1997. The clamp is therefore 16 years old. The self-life for clamps is 5 years. Conclusion: the complaint is not valid due to the fact that the clamp is outside of its use/shelf life and that it was misused. Due to the aforementioned reasons, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.

Event description:
(B)(4) 2013: received an email from a dealer in (B)(6). They had received the broken clamp back from a dentist during the dental show in cologne.